Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition occurred with a new, in the box implantable neurostimulator (ins). It was noted that the manufacturing representative attempted to clear the por with the clinician programmer, but it was still on the recharger when she attempted to charge the device. It was further noted that no error codes were displayed with the por message. The ins was not used with a patient.